Manufacturer narrative:
The lead was returned for analysis, however, physical analysis is pending. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: 6949-58 lead implanted: (B)(6) 2005; ddbb1d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the endovascular right ventricular (rv) pace/sense lead triggered an alert due to low pacing impedance. The lead was extracted. It was further reported that the high voltage coil of the right ventricular (rv) lead had high impedance. The lead was extracted and a new lead was implanted in the rv. It was further reported that right atrial (ra) lead had high thresholds and p-wave undersensing. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.